Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat with front-actuated grip type s was giving a probe damage error when the user tried to activate it. Upon examination, the probe was noted to ¿wobble¿ which suggested it may come apart. A second device was retrieved which exhibited the same problems. A third device was inspected in which the probe came off completely. The issue occurred during a therapeutic, laparoscopic myoma enucleation. There were no reports of patient harm. This report is for the third device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b2, b5, b7, g2, and h6-impact code) and to provide an update to (d4-lot number, h3, and h4). The device was evaluated by olympus. It was confirmed that the probe was broken at 16mm from the distal end site. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe damage error and the probe broken possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing a probe damage error. 5. A force was applied to the probe causing it to break. However, a specific root cause of the reported event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no hard twist or pull on the device when the instrument broke. The team is familiar with the product and knows how to use the device. The fault did not cause any danger to the patient or user, but in case the blade would have fallen, could have caused danger to the patient. The device malfunction did not affect the diagnostic or therapeutic outcome of the procedure. The user believes the fault is specifically with the subject device hand part or the heavy cables.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). . This report is being supplemented to provide additional information received from the customer. Please see updates to a2, a3, a4, b1, b2, b5, d9, d10, h1, h3, h6, and h10.

Event description:
It was reported that the procedure was prolonged by 15 to 20 minutes while the patient was under general anesthesia. A non-olympus laparoscopic sealer/divider was used instead, and the procedure was completed as open surgery. The patient was subsequently admitted to the ward due to the change to open surgery.